Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a drop in their pacing rate from 137 to 102 pacing pulses per minute (ppm) while exercising on the treadmill. It was reported that the level of exertion did not change. The sensor related to minute ventilation was turned off. The accelerometer planned to be optimized. No adverse patient effects were reported.